Event description:
It was reported that the patient presented to the hospital for an implant procedure. Upon screwing, the right ventricular (rv) lead helix was difficult to fully extend despite multiple clockwise rotations, which failed to achieve secure lead fixation. The rv lead was not used and replaced. The patient was discharged following the procedure.